Manufacturer narrative:
(B)(6)2023 the physician withdrew the complaint instrument and expanded the stent with two different balloons in its intended location. Another des was implanted proximal to the pk papyrus stent and was post-dilated. At the distal end of the pk papyrus, another dissection was detected, but was left untreated after it was confirmed, that it was not worsening. Post interventional, the physician inspected the balloon of the complaint instrument and detected that the defect is located at the tip of the instrument and claimed that the defect may have been present before using the instrument. The returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the balloon has been inflated and was partially deflated in the as-returned state. Upon inflation a fine jet of water was seen to emerge from the distal end of the balloon. Microscopic inspection revealed a pinhole in the balloon surface at the proximal end of the distal x-ray marker. A scratch was found beginning from distal ending at the pinhole which has likely been caused by a hard, sharp-edged object such as e.g., anatomical structure. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause is most likely related to the patients anatomy.

Event description:
The pk papyrus was inflated up to 4 atm but the delivery balloon ruptured. While using ivus it was noticed that the covered stent was inadequately expanded, and another device was used to perform a complete stent placement. The perforation was sealed.